Event description:
It was reported that baseline drift of 40mmhg was observed after zeroing was properly performed. It was also stated that 30 minutes later, after the insertion of the arterial line, the pressure was relatively high including the diastolic. After checking zeroing, it was found to be off. The cables being used were brand new. It was also indicated that the transducer eventually worked after re-zeroing. There were no patient complications reported.

Manufacturer narrative:
The product was not returned for evaluation. A review of the manufacturing records could not be done without a lot number. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Without return of the product, it could not be determined if damages or defects were present on the dpt. It remains unknown if any clinical factors may have contributed to the event. No actions will be taken at this time.